Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some patients were not showing on the patient list. A field service engineer (fse) addressed an ongoing issue related to a bloated hard drive on the station, noting that multiple hard drives and system reimage had been performed over the past two years. The fse was unable to access the station initially and performed a cold boot to gain administrator access. The fse attempted to free up space using a hard drive cleaning utility, but minimal space was recovered and further tools could not be executed due to low storage. The fse then reviewed the structured query language database log files and identified a large volume of accumulated error logs, from which a significant amount of corrupted data was cleared to restore storage capacity. The fse verified remote access through beyond trust remote smart service and based on guidance from the customer support center, proceeded to replace all-in-one unit and docking station and completed the configuration. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, customer stated that few patient names were not popping in the patient list and provided 3 samples. However, there were no delays or adverse events or injuries reported based on this event.